Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for alleged failure that the user experienced since the physician had opted to treat the patient with vascular surgery. Based on the available information, the exact cause of the reported event can not be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the 8fr angio-seal device failed. The staff held manual pressure which ended up occluding the artery. The artery was opened by dripping tissue plasminogen activator (tpa). The patient was in stable condition. The procedure outcome was a success. There was no patient injury, medical/surgical intervention required.